Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The balloon catheter with the balloon in a deflated state was received and blood was observed in the inflation lumen and balloon of the catheter. Visual and microscopic examination of the balloon material exhibited a tear in the balloon wall located 1.7 centimeters proximally from the distal tip. Visual and microscopic examination of the area surrounding the tear did not reval any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material or with the ro markers that could have contributed to the leak. The exact cause of the tear could not be determined. The manufacturing records for top assembly batch 7666944 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the event could not be determined.

Event description:
Determined to be reportable based on investigation approved 01/26/2007. It was reported that during a pci procedure, the quantum maverick monorail balloon catheter leaked. The lesion being treated was located in a 90% in-stent restenosis in the mid right coronary artery (rca). The physician attempted to inflate the balloon multiple times, but the balloon would not inflate. On the 8th attempt to inflate a leak was detected. The procedure was completed with a different device. There were no reported patient complications. Patient status listed as "good". The device evaluation indicates a balloon leak.